Manufacturer narrative:
B3 (the specific date for the additional surgery where the plate & screws were implanted is unknown. (B)(6) 2006 is provided as the best estimate occurrence date based on the paper contents). Corrected data: b1 (type of event), d1 (product reference updated).

Event description:
It was reported that on literature review "tibial stem tip pain in stemmed revision total knee arthroplasty: treatment with tension band plating", 6 months after a tka revision surgery performed on (B)(6) 2007, the patient started to experience severe mid-tibial pain. Despite conservative measures including rest, physiotherapy, bracing, supportive footwear, and activity modification, her pain deteriorated. On (B)(6) 2007, she underwent further investigations including a bone scan that demonstrated a stress reaction at the tip of the tibial stem. This stress reaction was due to the change of elastic modulus from the tibial stem tip to the tibial shaft. The patient underwent surgical treatment on (B)(6) 2007, where it was decided to proceed with plating of the tibia. Later on the patient had to underwent further intervention due to problems with the screws (unknown manufacturer). 3 years after the last surgery the patient is mobilizing well and in no discomfort whatsoever.

Manufacturer narrative:
Internal complaint reference: (B)(4). The revision surgery performed in (B)(6) 2007, mentioned on section b5 was reported under report number 1020279-2023-02123. Ranawat, v. S., atkinson, h. D., & paterson, r. S. (2012). Tibial stem tip pain in stemmed revision total knee arthroplasty. The journal of arthroplasty, 27(8), 1580.e5-1580.e7. Https://doi.org/10.1016/j.arth.2011.12.032 this complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.